Event description:
Boston scientific received information that this right ventricular lead did not pace or sense during testing performed during the implant procedure. Another lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.